Manufacturer narrative:
The system was not evaluated because the reported event was resolved by a hard system reboot. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system was functioning while in the storage room before a case. After the system was moved into the operating room (or), both screens displayed no signal detected. A manufacturer representative rebooted the system several times. The system stayed this way for 10 minutes before it booted up normally on its own. It was noted a different navigation system was used for an upcoming procedure. Additional information was received stating after several reboots and getting the system working again, the mouse became unresponsive on the application login screen. A hard system reboot resolved the issue. This issue was noted outside of a procedure, and there was no patient involvement.